Manufacturer narrative:
Device evaluation summary: the stent grafts were returned partially cleaned. The bifurcate was transected across aortic body between stent rings #3 <(><<)>(><(>&<)><(> <<)>)> 4; the proximal section including the suprarenal stents were not returned. The contralateral limb was returned detached from gate and transected between stent ring #7 <(><<)>(><(>&<)><(><<)>)> 8. The right/ipsi extension was returned intact and detached from bifurcate limb. No appreciable angulation was noted on any of the stent grafts components. Several likely abrasion related holes were observed on the contralateral limb and right limb extension. Three (3) holes between 0.1 ¿ 0.48mm² were observed near the distal end of left/contralateral limb. The holes appeared to have been caused by abrasion from adjacent stents or calcification, and (per the returned films) were positioned in-vivo near the distal aorta or origin of the left common iliac artery. Two (2) likely abrasion related holes of 0.24 ¿ 0.68mm² were also seen on the distal margin of the right limb extension. Although it is possible that these holes may have been a source of a type iiib fabric endoleak, no leak was seen on the returned films and it appeared that the holes were likely not exposed within the aaa sac. Two small abrasion related holes were also observed on the distal end of the bifurcate ipsilateral limb, and would have been covered by the underlying right limb extension and therefore were not an endoleak source. No other stent graft integrity issues, including no enlarged suture holes, were observed on any of the returned stent graft components. Conclusions: from the examination of the returned devices and clinical information provided, the exact cause of the reported aaa expansion could not be determined. Although it is possible that the abrasion holes observed on the limbs may have been a source of a type iiib fabric endoleak, no leak was seen on the returned films and it appeared that the holes were likely not exposed within the aaa sac. Disease progression of the proximal neck was confirmed, and it is appears most likely that the aneurysm was being pressurized proximally from an endoleak not observed via CT, or potentially from a type v endoleak (endotension). While is it possible that the reported blood leakage seen coming from a pin-hole on the contra limb and main body may have contributed to the reported aaa expansion, this blood leakage finding could not conclude that there were any resulting clinical events (e.g. Endoleak) in-vivo, and no enlarged pinholes (suture holes) were seen from the returned devices. This observed leakage may have been due to the removal of tissue/thrombus previously attached to the outside of the stent graft prior the laparotomy that may have covered all the suture <(><<)>(> <(>&<)><(><<)>)> needle holes. Manipulation of the stent graft during the laparotomy also may have disturbed the in-vivo ¿seal¿ surrounding the stent graft, and this blood seepage may have potentially been exacerbated by thinning blood from patient medication or another coagulopathy issue. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID;enlw1620c93ej; product ID; enlw1620c124ej; evaluation summary: the reported aaa enlargement and dilation of the proximal neck was confirmed beginning at the 48 month follow-up. No stent graft integrity issues were observed, and the exact cause of the aaa enlargement could not be determined. There appears to have been disease progression. The neck diameter measured ~10mm below the lowest right renal artery had increased from ~20mm at implant to ~28mm in diameter at 73 months, and the aaa max diameter had increased from 44mm at implant to 60mm in diameter at the 73 month follow-up. Although there appeared to be a marginal proximal seal, no clear proximal type I endoleak was seen in the returned films. (Note that non-contrast images from 48 and 54 months were returned). It is possible that the aneurysm may have been pressurized proximally from an endoleak not observed via CT (which may have been seen via angiograms), or from a type v endoleak (endotension). Photo evaluation summary; the cause of the reported aaa enlargement could not be determined from the photographs returned during the laparotomy. No clear stent graft holes or any other integrity issues were seen. Blood was seen primarily along multiple locations where the stent rings had been sewn to the fabric; possibly indicating seepage of blood from the suture holes. No obvious jetting blood or any active leak/hole was seen coming from the exposed devices on any of the returned still photo¿s; however, lack of videos did not allow for a comprehensive assessment of any possible fabric hole(s) and the reported bleeding coming from pin-holes. While is it possible that the reported blood leakage seen coming from a pin-hole on the contra limb and main body may have contributed to the reported aaa expansion, this blood leakage finding could not conclude that there were any resulting clinical events (e.g. Endoleak) in-vivo. This leakage may have been due to the removal of tissue/thrombus previously attached to the outside of the stent graft prior the laparotomy that may have covered all the suture needle holes. Manipulation of the stent graft during the laparotomy also may have disturbed the in-vivo ¿seal¿ surrounding the stent graft, and this blood seepage may have potentially been exacerbated by thinning blood from patient medication or another coagulopathy issue. It is also possible that the source of a potential endoleak and aaa expansion may have been coming from a location on the device that was not observed during the laparotomy or seen in the ret urned photo¿s. The explanted device has not been returned; therefore, a comprehensive analysis of the devices could not be performed. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 60 mm diameter abdominal aortic aneurysm. It was reported that on 5 year follow up CT, proximal neck enlargement was noted. Further CT and ultrasound 6 months later did not diagnose an endoleak although a type ia or type iiib were suspected. Further CT a year later showed enlargement in the proximal neck and aneurysm. Open conversion was performed 6 months later with the aneurysm incised without block. It was noted that when mural thrombus was removed bleeding was observed from several pin holes on the front contralateral limb and from the front of the mainbody stent graft. The limbs and part of the main body was explanted and an artificial blood vessel was anastomosed to the remaining main body stent graft and to the common iliac arteries. Wrapping was also performed in the aneurysm wall. As per the physician, the cause of the aneurysm enlargement was consider to be due to bleeding from the stent graft. The cause of the observed bleeding was reported to be highly possible to be related to pinholes around the suture holes and stitches. No additional clinical sequelae were reported and the patient is fine.